Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare¿; active ingredient(s): triclosan; dosage form: suture/solid/parenteral; strength: 275 g/m. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During use, the problem of pulling off suture needle happened. A new suture was changed immediately to complete the surgery. No adverse patient consequences were reported. No additional information was provided.